Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a pump with a cadd cassette reservoir was exhibiting "no disposable, clamp tubing" alarm. It was reported there was air in the line. Per reporter residual volume was: 67.9, rate 2.3 and 32.1 was given. No adverse patient effects were reported. No additional information is available.

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating a pump with a cadd cassette reservoir was exhibiting "no disposable, clamp tubing" alarm. It was reported there was air in the line. Per reporter residual volume was: 67.9, rate 2.3 and 32.1 was given. No adverse patient effects were reported. No additional information is available.